Event description:
It was reported that the customer had a keypad anomaly on the insulin pump. Customer stated that the numbers were scrolling and ramping on their own. Insulin pump will need to be replaced. Customer stated that this is the third time she had to have her pump replaced. Customer was advised to revert to a back-up plan per health care professional's instructions. No additional information provided.

Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. The insulin pump had minor scratches on the display window and a cracked reservoir tube lip. No number ramping anomaly was noted during testing.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).